Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringes 2ml ls 23ga 1-1/4in dn emerald were found with broken barrels after opening up their unit packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "after opening the unit package, it was found that the barrel and flange was broken"

Manufacturer narrative:
Bd has been provided with affected samples for catalog 307730 lot 1804257 to investigate for this record. Visual inspection of the returned sample presented the barrel and flanges broken, verifying the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. DHR showed no indication of the alleged defect.

Event description:
It was reported that 3 syringes 2ml ls 23ga 1-1/4in dn emerald were found with broken barrels after opening up their unit packaging. The following information was provided by the initial reporter, translated from chinese to english: "after opening the unit package, it was found that the barrel and flange was broken"